Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced an aortic dissection that required hospitalization. A lower aortic dissection was noticed. The injury occurred after they mapped and created multiple lesions. The physician pulled the catheter out of the body and had trouble reinserting it back into the patient. The physician tried using another sheath and was still unable to reinsert the catheter into the body. The physician then performed a venogram under fluoroscopy and discovered and confirmed the injury. There was no medical intervention provided to the patient. The patient¿s last known status was fine. It was believed "the injury was caused by the catheter being inserted in and out of the patient¿s body multiple times" but it is not confirmed. After discovering the injury, a CT angiogram was performed. The patient was then transferred to the critical care unit for observation. Additional information was received on 23-sep-2024. This adverse event was discovered during use of biosense webster products. The physician's opinion on the cause of the adverse event was the procedure. The patient had a cardiac MRI. Repeat CT scan was ordered. The outcome of the adverse event was improved. The event occurred on 06-sep-2024 and patient was released on (B)(6) 2024. Additional information was received on 02-oct-2024. The physician is unsure about the cause (or what catheter caused) the aortic dissection. The sheath used was a pinnacle sheath.

Manufacturer narrative:
It was reported that a patient underwent a right idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced an aortic dissection that required hospitalization. The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number, h4. Device manufacture date, and d4. Expiration date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).